Manufacturer narrative:
Patient city - (B)(6). Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the spain. On 28/jul/2024, patient reported that the infusion set tubing got detached from the right abdomen during swimming. Also, the pump was located at the waist which was not dropped from the body. Infusion set was in use for 1 day. The issue got resolved by replacing the infusion set. No further information available.